Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; bg value and cause were not provided. The customer's mother administered a glucagon shot to address bg. Emergency medical services (ems) were contacted to provide assistance; however, the customer declined the assistance. Reportedly, the customer experienced a seizure and hit their head due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.